Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose is not low. Customer indicated that the sensor is not reading accurately and calibration errors have been received. The customer indicated that the sensor glucose was 95mg/dl and blood glucose was 228mg/dl. Troubleshooting was not done because customer removed sensor. Customer was advised that the device would be replaced and to return the sensor for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test.